Event description:
It was reported to philips that, a case was in progress and the video from the hemo (xper) system went blank on the flexvision monitor. Video was still visible in the control room. Patient on the table deceased.

Manufacturer narrative:
According to case notes, the hospital's biomed claimed that the connection to the ezio adapter seemed very loose, and after replacing the ezio adapter, wave tracings are now being displayed on the boom and host stations. It is not known why the ezio adapter was replaced versus being properly secured. (Note: the eizo adapter is not an internal component of the xper flex cardio device). The eizo adapter is an external video extender that is used by the xper system to enable the video to be transmitted over extended distances to the system displays. The eizo adapter converts the video signal to a format that is transmitted over the cat7 ethernet cable. There is a transmitter at the signal source end (flex cardio) and a receiver at the display end (boom monitor) that converts the signal back to dvi to connect to the video monitor. Although the procedure room (boom monitor) display went blank during the patient's procedure the xper flex cardio unit did support a live waveform and physiological data as evidenced by the fact that once the external eizo adapter was replaced, by the hospital's biomed, the waveforms began to display on the flexvision monitor. In addition, it was reported that the control room display did not go blank during the procedure further establishing the xper flex cardio unit was providing a video output signal. As the hospital's biomed determined that the connection to the eizo adapter was loose, there was no indication of a faulty adapter or xper flex cardio device itself. Pursuant to the IFU, page 87, which states: verify the xper flex cardio device is powered on. Check video cable connection. Verify video extender is powered on. If there is still no display, contact customer support. Philips did request that the ezio adapter that was being used during the incident be returned to philips for further evaluation; however, the hospital did not return the eizo adapter to philips. Additionally, philips has made multiple attempts to obtain additional information associated with the reported incident on (B)(6) 2021; however, those attempts have also been unsuccessful. The hospital has provided no further information on the correlation from the (B)(6) patient incident. Based on our investigation, philips is unable to make a determination on how the hemo (xper) system functioned during the reported incident, since the relevant information from the xper system was not provided by customer. Biomed replaced the eizo adapter and the device was returned to service. A search in salesforce found no further related calls. As a result of the issue reported, a clinical assessment (ca) and regulatory compliance evaluation (rce) was initiated for the "video from hemo (xper) system went blank on flexvision monitor", (ref. Ca# (B)(4) / rce# (B)(4)). Any additional investigation or actions taken will be documented in the respective records. No further action or investigation is warranted based on the available information at the time of complaint closure.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that, a case was in progress and the video from the hemo (xper) system went blank on the flexvision monitor. Video was still visible in the control room. The patient expired.